Manufacturer narrative:
(B)(4). Medical devices: unknown ¿ head ¿ unknown, unknown ¿ liner - unknown, unknown ¿ shell - unknown, therapy date: (B)(6) 2013. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported patient underwent right hip revision approximately 1 day post implantation due to periprosthetic fracture with subsided stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was previously investigated on a different report. MFR 0001825034-2014-08987.